Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device would not power up. The upper and lower cases are broken and contaminated. Battery release, side bail covers, ring cover, heart block, output connector nuts, output connectors, heart wire contacts, lcd (liquid crystal display), main pcb (printed circuit board), and the heart lead flex are contaminated. Lead flex cover and battery flex are corroded. Battery contacts are contaminated and compressed. Battery drawer o-ring is missing. (B)(4).

Event description:
It was reported the device was dropped and there is no display. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. (B)(4)